Event description:
It was reported that during a superion indirect decompression implant procedure the washer popped off of the implant while attempting to detach it from the inserter. The implant was replaced and the procedure was completed successfully.

Event description:
It was reported that during a superion indirect decompression implant procedure the washer popped off of the implant while being detached from the inserter. The implant was replaced and the procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. This damage to the spacer indicates the break was likely due to both the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.